Event description:
The manufacturer received information alleging a ventilator was overheating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. No repair performed due to the device not needed for inventory. The unit will be scrapped.